Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device was received with its white tray, when performing the visual inspection, it was noted that only one plate was returned. It was completely out of the device as well as the suture, the plate was in good condition. The suture that holds the plate was cut and frayed. The trigger and the applier needle do not show structural anomalies. To test its functionality the red trigger was fully squeezed several times. It was verified that the pusher shaft tip is sliding out completely from the applier needle as intended. A manufacturing record evaluation was performed for the finished device lot number: 135l647, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result this complaint can be confirmed. A possible root cause for the detached plate can be attributed to procedural variables, such handling of the device or product interaction during procedure; the red trigger was unintentionally activated while the device was being inserted and consequently cause the plate detachment. A possible root cause for the suture damage can be related to a sharp instrument that may have touched the suture during deployment thus causing the damage found in the suture, also an excessive manipulation of the device during the deployment may touched the suture with the device's needle and cause damages to the suture, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon visualization of the photo returned, it was observed that the device is in used condition, it over its white trays, the triggers is in its full retracted position, it does not appear to have anomalies. The suture and one of the plates are completely out of the device. With the photo provided is not possible to evaluate the structural condition of the plate. A manufacturing record evaluation was performed for the finished device lot number: 135l647, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause for the detached plate can be attributed to procedural variables, such handling of the device or product interaction during procedure; the red trigger was unintentionally activated while the device was being inserted and consequently cause the plate detachment. However this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the healthcare professional in china that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023, it was observed that the plate on the truespan meniscal repair system peek 12 degree device was detached. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon visualization of the photo returned, it was observed that the device is in used condition, it over its white trays, the triggers is in its full retracted position, it does not appear to have anomalies. The suture and one of the plates are completely out of the device. With the photo provided is not possible to evaluate the structural condition of the plate. A manufacturing record evaluation was performed for the finished device lot number: 135l647, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause for the detached plate can be attributed to procedural variables, such handling of the device or product interaction during procedure; the red trigger was unintentionally activated while the device was being inserted and consequently cause the plate detachment. However this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.